Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient did not think the charging process was ever explained to him, and he thought that charging the ins would be "like charging a phone." The patient was annoyed that he could not leave the house to go camping without a generator, because he would have to charge. The patient also reported trouble charging, and wanted to have the ins removed because of this. The patient reported that during charging the antenna gets hot after 3 hours, so the patient has to move it. The patient reported being burned by the recharger after charging for 2-3 hours. The patient also stated that he could hardly move or he would lose coupling, and stated that if he breathes or leans back coupling would be lost. The patient reported usually getting two coupling bars and stated that he has difficulty getting 6-8 coupling bars, and the ins was currently 25% charged. The patient stated it took 2 hours a day to charge 1/4 of the ins, and the patient charges every 2 days for 3 hours. The patient was able to feel the ins, but stated he still can't get good coupling. It was reported the recharger antenna was damaged. Patient was issued a new antenna. The patient was informed that if this did not resolve the issue the patient should follow up with his healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.